Manufacturer narrative:
Investigation a review of the device history records (dhrs) for the involved lot #2114810 was performed. No pre-existing anomalies were identified on the 30 devices manufactured within the same lot. This is the first and only complaint received related to this lot. A final MDR will be submitted once the investigation is complete.

Event description:
An smr revision surgery was performed on (B)(6) 2026, due to implant loosening. According to the source of the complaint, during the revision procedure the glenosphere and humeral components were explanted and replaced, and a long-cemented stem (14 × 180 mm) was implanted. The following devices were explanted in the procedure: smr cementless finned stem (product code 1304.15.180, lot #2114810 - ster. (B)(4) sold in us smr reverse finned humeral body (product code 1352.15.050, lot #2124196 - ster. (B)(4), smr reverse liner standard (product code 1360.50.010, lot #21at03g - ster. (B)(4) , smr eccentric glenosphere ø 36 mm (product code 1376.09.031, lot #2009277 - ster. (B)(4). The previous shoulder surgery was performed on (B)(6) 2022. The patient is a 73-year-old male. Event happened in australia.